Manufacturer narrative:
The cause of the stuck finger by the sample probe was user error. The operator did not follow instructions for operation in that area of instrument. The instrument was being used with the override switch on, contrary to instrument warning icons and standard use instructions. Best practice is for the operator to "pause" or "stop" the instrument and perform a controlled shutdown prior to performing operation in this area of the instrument. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
An operator was performing non-standard operations within the instrument and was stuck through the finger by the sample probe. The operator received stitches.